Event description:
Error 22.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 22 & 23 were found during the log review which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Device could not be turned on linked to the reported event. Internal check found that the cpu ribbon cable was damaged, pinched to a point where the copper wire is showing. The defective cable was replaced and sent back to brézins for further investigation. Although there isn't any sign that the pump was opened or dropped, visual inspection conclude that the cause of the damage could be linked to a cable positioning error when closing the device. Therefore the complaint is confirmed. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.